Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it damaged or broken off. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 290 mg/dl. In addition the patient reports the pods cannula had been dislodged from the pod infusion site and was broken off the pod.